Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and was undergoing diagnosis. It was reported that the system indicating short circuit on host pc. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the host pc was defective. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system did not start up, there was short circuit on host pc. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host computer, installed the hard disk drive (hdd) and installed software which resolved the issue. The device was returned to use in good working order. Philips has continued to investigate of this complaint.